Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown. The patient treatment was not reported. At the time of this report, the patient outcome is unknown. No additional information is available. This report is 3 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h12h07087 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).